Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pocket site issue due to pg moving laterally. It was mentioned the patient was unable to received chiropractic care due to ipg location too close to spine. The patient underwent a revision procedure wherein the pocket site was relocated and opted to replace it with an MRI compatible ipg. No device malfunction was suspected. The explanted ipg will not be returned.